Manufacturer narrative:
Patient information was not made available from the site. (B)(4). Replacement computer shipped to site 09/23/2015. No parts have been received by manufacturer for analysis. On 09/25/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, their navigation system became unresponsive while in the ent application. When this occurred, the navigation system did not respond at all, the mouse would not move. The site representative noted they thought it may be the computer.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the computer booted and ran ent software during initial testing and then passed all subsequent testing with no fault found. Testing was unable to replicate the reported issue. Computer was found to be fully functional.